Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, v sensing integrity counts up to 29714; non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016, rv pacing impedance rose to 4047 ohms and consistently remained at 4047 ohms up from a trend in the 399-513 ohm range. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained episodes. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead had high pacing impedance which triggered a lead alert. Noise was detected by pocket manipulation and lead fracture was suspected. The lead was reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
I information is provided in the future, a supplemental report will be issued.